Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. Nellcor puritan bennett was not authorized to repair the vent.

Manufacturer narrative:
Per customer, an outside vendor performed the repair. Nellcor puritan bennett was not authorized to service this ventilator.